Event description:
It was reported that during a stent placement procedure, the stent allegedly had incompatibility issue . The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2023). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. Fourteen fluoroscopy images were provided for review, the images did not provide insight into the complaint that there were issues delivering the device over the guidewire. The result of the investigation is inconclusive for the reported device incompatibility issue. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communications and images review. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: device description the lifestream balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. The premounted covered stent is available in multiple diameters and lengths. Warnings:should excessive resistance be felt at any time during the insertion process, do not force passage. The covered stent cannot be repositioned after it is deployed. Precautions the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Store in a cool and dry place. Keep away from sunlight. Directions for use: covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent. 13. Advance the endovascular system over the guidewire into the introducer sheath. H10: b5, d4 (expiry date: 03/2023), g3, h6 (method). H11: h6 (result, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the device allegedly had incompatibility issue with the guidewire. The procedure was completed by using another device. There was no reported patient injury.